Manufacturer narrative:
(B)(4). Initial reporter state/province: (B)(6). (B)(4).

Event description:
It was reported that a sensor not reading properly occurred. The sensor was instated into the thigh on (B)(6) 2022 which is considered off label use of the device. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a a sensor not reading properly is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.